Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 405mg/dl. The customer treated with food. Customer indicated that their doctor has not been contacted and their blood glucose value was 58mg/dl at the time of the call. The customer indicated that the bayer meter has been giving incorrect readings and declined to further troubleshoot. Customer indicated that they will follow up with their doctor and call back if needed.